Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the ultrasound tip got broken when using during the phacoemulsification step of a procedure. The tip was stuck at the incision and was removed without any problems. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One phaco tip was returned for evaluation. A dvd was also provided with the complaint. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip is broken at a location just behind the aspiration bypass hole (ab hole). A crack does extend from the break to before the ab hole. The break is jagged in nature. The wall thickness at the break is even. The inside diameter at the bevel is occluded with surgical material. The ab hole is clear of material. The dvd provided with the phaco tip complaint was reviewed. The use of the phaco tip started 9:47 minutes into the surgery. The phaco tip was working well and aspirating a large amount of lens material. At 12.59 minutes into the surgery, the tip broke. No reason for the breakage could be determined from the video. The complaint evaluation does confirm the phaco tip is broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The most likely cause for phaco tip breakage is from aggressive machine/procedure usage with the phaco tip, but no conclusion about the tip usage could be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).